Manufacturer narrative:
Corrected b5: this report is 1 of 3 for the handle component of the forceps used during this event and is linked to mfg numbers: 3003249645-2024-00008. 3003249645-2024-00009. It was reported that the instrument/dia 5mm ang bipolar handle (cev669b) was burnt during the procedure. No additional information has been provided.

Event description:
See h10.

Manufacturer narrative:
The dia 5mm ang bipolar handle (cev669b) was returned for evaluation: failure analysis: evaluation of the bipolar handle verified the complaint reported by the customer as valid. The handle failed electrical test. The black plastic part was burnt at the connection. There was no electrical risk for patient or user as there was a short-circuit inside the handle during use. Root cause analysis: the reported burns on the plastic part were likely the consequence of the formation of a short circuit with an electric arc inside the device due to the presence of humidity / residues in the connection zone. These electric arcs could entail sparks, smoke or cracking. The origin of the humidity responsible for these reported complaints could be: some residual humidity that was present before use from a lack of drying of the device or of the cable during reprocessing or a defect of cleaning of the instrument (blood or tissues), some infiltration of body fluids from the patient along the tube during surgery, some contamination by fluids during surgery i.e. Liquid spilled on the handle during surgery ,or instrument in contact with liquids when not used.

Event description:
This report is 1 of 3 for the tube component of the forceps and is linked to mfg numbers: 3003249645-2024-00008, 3003249645-2024-00009. It was reported that the dia 5mm ang bipolar handle (cev669b) was burnt during the procedure. No additional information has been provided.